Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, lot # unknown, product type accessory; product ID neu_s tylet_acc, lot # unknown, product type accessory; product ID neu_stylet_acc, lot # unknown, product type accessory; product ID neu_stylet_acc, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the lead was never implanted because the health care professional was unable to advance the stylet into the lead lumen. A different product was used. The patient status at the time of the report was ¿alive- with injury.¿ the patient injury was noted as ¿two incisions.¿ additional information received reported that the implantable neurostimulator was later implanted and after surgery the patient was getting good coverage.